Event description:
It was reported that in the cath. Lab the iab was prepped and inserted via a sheath in the pts left femoral artery. Upon starting the pump console the (fos) fiber optic system stopped working. It was reported that "the fiber just started using the central lumen of the catheter as the arterial pressure source rather than the fos". Another pump was tried and again the fos did not work. As a result, the iab was removed over the guide wire and a second iab was inserted into the same insertion site. There was no reported pt death, injury or complications. There was a reported delay/interruption in the iabp therapy described as "a couple minutes". The pt outcome is listed as "sent to ICU".

Manufacturer narrative:
(B)(4).